Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of deposition of white residue in air water channel could not be established. Moreover, the most probable cause of one of light going off is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in air water channel and light went out on one of the light guide lenses. There was no patient involvement.